Manufacturer narrative:
(B)(4). The date of manufacture provided in the initial report was incorrect. The correct date of manufacture is 09/30/2015.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that water samples taken from a new sorin heater-cooler system 3t showed a cfu count of >3000. The unit was used for a 2 week clinical trial during which new water hoses were used and a pall aquasafe 0.2 micron filter was used for the water source. Following the trial completion on (B)(6) 2016, the tanks were drained and the unit was returned to livanova (B)(4) without a disinfection being performed at the facility. Upon arrival at livanova (B)(4), the unit underwent a routine cleaning cycle using clorox as outlined the current IFU. The water sample taken following the cleaning cycle showed a high cfu count. Two more cleaning cycles were performed according to the IFU using minncare as a disinfectant, and water samples taken from the cardioplegia drainage valve still showed high cfu counts (>3000). There is no known patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that water samples taken from a new sorin heater-cooler system 3t showed a cfu count of >3000. The unit was used for a 2 week clinical trial during which new water hoses were used and a pall aquasafe 0.2 micron filter was used for the water source. Following the trial completion on (B)(6) 2016, the tanks were drained and the unit was returned to livanova (B)(4) without a disinfection being performed at the facility. Upon arrival at livanova (B)(4), the unit underwent a routine cleaning cycle using clorox as outlined the current IFU. The water sample taken following the cleaning cycle showed a high cfu count. Two more cleaning cycles were performed according to the IFU using minncare as a disinfectant, and water samples taken from the cardioplegia drainage valve still showed high cfu counts (>3000). There is no known patient involvement.

Manufacturer narrative:
During the complaint investigation, sorin group (B)(4) learned of additional information that was not included in the initial report, submitted on july 6, 2016. This report is being filed to supplement and clarify the medwatch report. (B)(6). The date of this report provided in the initial report, submitted july 6, 2016, was incorrect. The correct date of this report is may 18, 2016. To provide clarification, in the initial report, it was stated that the unit was used at the hospital for a "clinical trial." This is terminology used by (B)(6) to refer to device evaluation trials to determine whether or not an institution is interested in procuring 3t heater-cooler systems and will be referred to as "device evaluation trials" subsequently in this report. The date received by manufacturer provided in the initial report, submitted july 6, 2016, was incorrect. The correct date received by manufacturer is may 18, 2016. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The reported incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that water samples taken from a new sorin heater-cooler system 3t tested positive for bacterial contamination. The unit was used for a 2 week device evaluation trial at (B)(6) hospital. Following the evaluation trial completion, the unit was returned to (B)(4). The company conducted testing for heterotrophic plate count (hpc) and non-tuberculous mycobacteria (ntm) after the device was returned from the hospital to (B)(4) and cleaned and disinfected. On may 18, 2016, (B)(6) was notified by the external laboratory that the test report identified a positive result for ntm. Hpcs for the device were up to 2 cfu/ml. The laboratory report did not further speciate the ntm nor quantify them (presence/absence test), and hpc is not microorganism specific. The company then conducted a second round of testing after repeating the cleaning and disinfection for the device. On (B)(6) 2016, (B)(6) was notified that the test report did not detect ntm, but detected hpc over 3000 cfu/ml. The laboratory report did not further speciate the ntm nor quantify them (presence/absence test). The company conducted a third round of testing after repeating the cleaning and disinfection of the device. On (B)(6) 2016, (B)(6) was notified by the external laboratory that the test report did not detect ntm and hpc was undetectable. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A review of the installation documentation identified that the unit was cleaned and disinfected by the sorin group field service representative during installation. As the machines were part of a device evaluation trial, it was reported that the facility ((B)(6) general hospital) did not perform any cleaning or disinfection of the units, nor replace the water / hydrogen peroxide solution within the units during the 2 week period. The current instructions for use require: the water / hydrogen peroxide solution within the 3t system be replaced every seven days; and cleaning and disinfection be conducted every two weeks.